Manufacturer narrative:
The reported event of lead ¿clogged¿ was confirmed. As received, a complete lead with a competitor stylet was returned in one piece for analysis. The helix was retracted and clogged with blood and tissue. A stylet could not be fully inserted inside the inner coil lumen due to blood/body fluid found clogged inside the inner coil lumen at the distal region. The cause of the reported event was isolated to the inner coil clogged with blood body fluid. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was unable to implant due to being clogged. The rv lead was not used, and a new one was implanted. No patient consequences were reported.